Manufacturer narrative:
Stryker evaluated the customer¿s device and verified the reported issue. Stryker performed a calibration of the device defibrillation energy and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device energy output was incorrect. At the 360 joule setting, the measured output was 439. In this state, wrong defibrillation therapy would be delivered to the patient. There was no patient use associated with the reported event.